Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information received patient implanted with coloplast virtue sling. Severe scrotal pain. Incontinence has been worse since. Little sexual performance - complete disaster and disappointment. Physical therapy has helped the pain some but every time patient stands or sits down to urinate in the bathroom, cross his legs, or gets in or out of the car he is reminded that he "got a faulty piece of equipment installed in my crotch for the rest of my life".